Event description:
Customer reported that the sound volume on the pump seemed lower following a recent update. There was no adverse impact to the customer's blood glucose level. Customer declined further troubleshooting and confirmed that pump settings remained unchanged, and the issue was noted on the date technical support was notified.